Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/29/2021. An investigation was conducted on 04/05/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue slide lock not engaged. The delivery device was removed from the loading device, with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device, no visual defects were observed on the seal or tension spring assembly. Measurements were taken of the delivery tube: dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed. The lot # 25151512 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm) seal did not come out of the loading device tube. No effect to patient as the delivery device handle was never loaded with the seal. Never left the back table. A new device was gotten out to complete case. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm) seal did not come out of the loading device tube. No effect to patient as the delivery device handle was never loaded with the seal. Never left the back table. A new device was gotten out to complete case. No patient involvement.